Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin and fortum (1g daily) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was still hospitalized and recovering from the event. No additional information is available at this time. This is report 2 of 3.